Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited myopotential over-sensing and noise over-sensing. Programming changes were made on (B)(6) 2026. There were no patient consequences.